Event description:
A customer contacted beckman coulter inc. (Bci) in regards to inconsistent rbc, hgb, hct and erroneous platelet (plt) parameters without instrument (coulter ac t 5diff cp) generated messages over 3 days. The issue was observed on controls and patients results. The erroneous results were not reported out of the laboratory. On (B)(6) 2010, the customer submitted 4 patient results; two of the four patients compared well on repeat, and are not included in the data provided. No death, injury or change to patient treatment is associated with this event.

Manufacturer narrative:
Samples information is not available. The instrument was not within qc specification with respect to controls (accuracy) and reproducibility (precision). Controls run before and after the incident shows results to be inconsistent. The customer cleaned probe, performed extended cleaning and cleaned probe traverse rod. Customer performed reproducibility data which were high. A bci field service engineer (fse) called and instructed the customer to clean guide rails, to run reproducibility and to recalibrate the unit. A clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to inconsistent rbc, hgb, hct and erroneous platelet (plt) parameters without instrument (coulter ac t 5diff cp) generated messages over 3 days. The issue was observed on controls and patients results. The erroneous results were not reported out of the laboratory. On (B)(6) 2010, the customer submitted 4 patient results; two of the four patients compared well on repeat, and are not included in the data provided. No death, injury or change to patient treatment is associated with this event.

Manufacturer narrative:
Samples information is not available. The instrument was not within qc specification with respect to controls (accuracy) and reproducibility (precision). Controls run before and after the incident shows results to be inconsistent. The customer cleaned probe, performed extended cleaning and cleaned probe traverse rod. Customer performed reproducibility data which were high. A bci field service engineer (fse) called and instructed the customer to clean guide rails, to run reproducibility and to recalibrate the unit. A clear root cause can not be determined for this event.